Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 the physician detected discharge and pain on the peg while medically dressing the patient. Treatment of antibiotics intravenous desefin and oral cipro were started on (B)(6) 2019. Due to pain on the peg area, an endoscopy was performed on (B)(6) 2019 which revealed that there were no problems with the tube or wound site. The patient was discharged from the hospital on (B)(6) 2019 and the discharge on peg area was recovered.